Event description:
It was reported that this right atrial (ra) lead dislodged. Subsequently, a revision procedure occurred and the ra lead was reposition. Nevertheless, a month later, during follow-up the ra lead dislodged again. This time the ra lead was explanted and successfully replaced. Physician believed that it was due to the anatomy of the patient. No adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.